Event description:
It reported that a patient is 5 months post-op from implant of an artificial cervical disc and it looks like the implant has migrated.

Manufacturer narrative:
(B)(4): neither device nor applicable imaging studies were provided to the manufacturer for evaluation.